Event description:
It was reported that the locking ring disassembled during screw removal. The plate remains implanted with one missing ring/screw. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
The reported device was not returned for evaluation and no additional information was received. Manufacturing date - unknown.